Manufacturer narrative:
The pump was returned to animas for evaluation. The patient's mother reported the pump emitted an alarm that could not be cleared. Evaluation revealed damage to the gear housing. As reported in the complaint, the pump was found to emit a motor alarm to alert the user of this condition.

Event description:
Patient's mother reports high blood glucose.